Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Procedure: balloon kyphoplasty it was reported that on an unknown date, patient underwent balloon kyphoplasty and infection occurred to the patient. No further information was available.